Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife was hospitalized due to high blood glucose of 308mg/dl then it goes to 235mg/dl. Customer¿s nurse declined to troubleshoot for high blood glucose. Customer was wearing insulin pump at time of high blood glucose. Insulin pump will not be return for analysis.